Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is submitted based on the customers reported issue statement. (B)(4).

Event description:
Customer reported the alarm has power, but does not sound. The batteries have been replaced and no visible damage was reported. The issue was discovered during setup, but the date is unknown. No patient incident or injury was reported.